Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material inside the nozzle there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: operational problem identified. The event can be prevented by following the instructions for use which state: instructions for use (operation section) for safe use , chapter 1, sec. 4: general precautions - warnings , chapter 1, sec. 6: reprocessing and storage after use - warnings, chapter 4, sec. 2: endoscope insertion air feed, spray, water injection, suction - caution , and instructions for use (cleaning/disinfection/sterilization section) chapter 5, sec. 3: pre-cleaning of endoscopes and accessories air/water feed to air and water channels , chapter 5, sec. 5: manual cleaning of endoscopes and accessories cleaning of outer surfaces , chapter 5, sec. 7: rinsing of endoscopes and accessories , chapter 8, sec. 2: storage of disinfected endoscopes and accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.